Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging ipg. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was disposed by the facility.